Event description:
It was reported that the user experienced persistently high blood glucose while using an ilet system with an inset infusion set, with fingerstick readings above 400 mg/dl and a subsequent reading of 431 mg/dl; caregivers observed insulin leaking from the infusion site after removal, and education was provided to replace the site due to suspected poor absorption, potentially from scar tissue contact. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and education. Investigation included remote troubleshooting, review of use conditions, and user education on infusion set replacement and site selection. Investigation of this case revealed evidence consistent with an infusion set deployed incorrectly or a connector not attached correctly, resulting in insulin leakage and inadequate insulin delivery at the tissue level. It was concluded, based on previously established findings for similar reports, that user technique and infusion site issues were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.